Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent; a palmaz (non-endologix) stent was also used due to issues with the proximal seal. Approximately ten (10) months post initial procedure, a type ia endoleak was detected. The physician plans to perform a secondary procedure and will continue to monitor the patient. There have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the physician elected to treat the patient by ballooning the palmaz (non-endologix) stent that was placed in the neck of the graft previously, and this resolved the reported problems. It is unknown on what date the re-intervention was performed, and the patient is stable post-op.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).